Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from the 300's to the 500's (mg/dl). To address the bg level, the customer administered manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.